Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -did the reported issue contribute to any patient adverse consequences? --no - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? --unk - are there any photos of the foreign matter available? --no - will the device be returned for evaluation? If yes please return all relevant packaging material. --no. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During clinical use, unknown object was found inside the packaging, and it was discontinued and replaced. No adverse patient consequences were reported. Additional information was requested